Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e1, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that dust inside the subject device led to the malfunctions of error e116 and e117. The event can be prevented by following the instructions for use which state: clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device has been returned and evaluated and the customers allegation of error 116 was not confirmed however, the additional evaluation findings are as follows: error 117 and device full of dust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera control unit had error 116. The issue was found after the procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.